Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 was updated to include "other/china" as this was inadvertently left off the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the light source illumination issue was likely due to a faulty power unit and igniter; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the device could not be lit due to a defective power unit and igniter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source lamp did not light up occasionally. The issue occurred during reprocessing. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.